Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer evaluated the unit and was unable to confirm or duplicate reported issue. Thoroughly evaluated lead wires and trunk cable and did not detect and abnormalities. Connected provided lead wires and trunk cable to known patient simulator and initiated pumping with ECG trigger. Unit successfully completed autofill and continued to run for approximately 60 minutes without any alarms or abnormal function occurring. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an EKG right arm failure.